Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report a hospitalization due to low blood glucose. Caller stated that customer had a seizure and paramedics had taken him to hospital. Caller stated that customer was using faulty reservoirs. Customer could not keep the blood glucose down, so he kept bolusing. The blood glucose reading at the time of the event was 30 mg/dl. Nothing further reported.